Event description:
The heat pump on a surgical table was running continuously and overheated causing the line to rupture and leak hydraulic fluid. The pt and staff were not injured. Found to be an electronic malfunction. Dates of use: 2009. Diagnosis or reason for use: chiari malformation.